Event description:
The following has been reported by customer: the pump displays an error message, "air in the tubing," even though there is no air. We've tried multiple times and the same message appears. The pump is unusable. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.